Event description:
It was reported that the health care professional (hcp) was trying to save data to usb with the programmer however, it was taking a long time and the screen was unresponsive. The programmer was then re-booted, and the device was re-interrogated, and the hcp was able to save information successfully. No adverse patient effects were reported.